Manufacturer narrative:
The device was returned to baxter and an evaluation was performed. The evaluation observed and confirmed the identified symptom system error 105 but did not reproduce it. Evaluation determined the cause to be a failed input/output printed circuit board. The failed input/output printed circuit board was replaced.

Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a system error 105 alarm. There was no patient involvement.